Event description:
Dentist filled and bonded 4 upper front teeths in 2001. About two weeks after completion and acrid odor began and pt was getting some gas and nausea after about 2 hrs without food or drink. There is also a slightly acrid taste. It has subsided somewhat, but does not seem quite right. Pt believes it continues to dissolve and/or leach. Product is applied, then cured or hardened with a "blue light".